Manufacturer narrative:
Further investigation confirmed the field engineering specialist initial finding as the root cause. This appears to be an isolated case in nature with no indication of systemic failure of roche product. There was no indication of premature failure or excessive wear.

Manufacturer narrative:
(B)(4).

Event description:
The customer was receiving system alarms for their ion-selective electrode (ise). They replaced the electrodes, tubing, and reagents on two separate occasions. They reconditioned the system but were still receiving system alarms. During this time they had seven patient samples with questionable results for ise indirect na, k, cl for gen. 2. Of the data provided, six had discrepant results. For sample 1 the initial sodium result was 97 mmol/l. The repeat result was 143 mmol/l. For sample 2 the initial potassium result was 1.96 mmol/l. The repeat result was 4.0 mmol/l. For sample 3 the initial sodium result was 102 mmol/l. The repeat result was 142 mmol/l. For sample 4 the initial sodium result was 102 mmol/l with a repeat result of 139 mmol/l. The initial potassium result was 2.3 mmol/l with a repeat result of 4.2 mmol/l. For sample 5 the initial sodium result was 87 mmol/l with a repeat result of 139 mmol/l. The initial potassium result was 2.23 mmol/l with a repeat result of 4.0 mmol/l. For sample 6 the initial sodium result was 108 mmol/l with a repeat result of 142 mmol/l. The initial potassium result was 2.53 mmol/l with a repeat result of 4.2 mmol/l. All of the repeat testing is believed to be correct. The repeat testing was performed on an abl radiometer. The initial results were not reported outside the laboratory. There were no adverse events. The lot number and expiration dates for the electrodes were requested but were not provided. All of the samples were aliquoted by a modular pre-analytics system (mpa). As all other assays tested on the same aliquots were acceptable, an issue with the analyzer was suspected. The field engineering specialist found issues with the fluidic system. He back flushed the system, replaced the sipper probe, and cleaned the ise bath. He adjusted the rinse volumes, ise rinse wash, and gear pump pressure. He performed both ise and mechanical checks which passed. He performed an ise calibration and qc which passed.